Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device manufacture date: the device manufacture date is unavailable the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was frozen/will not move. Therefore, the reported condition that the device had no pressure was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the oscillating saw attachment device did not function, had component damage, was frozen/will not move, and the thread saw blade coupling was damaged. It was further determined that the device failed pretest for check oscillation frequency, check function in running mode, check the quick coupling for saw blades, and check history. It was noted in the service order that the device had no pressure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.